Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. (B)(6).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as confirmation was received stating the event would not contribute to a serious injury or future intervention.

Event description:
It was reported that during an initial total knee arthroplasty on (B)(6) 2015 the surgeon was unable to implant the offset adaptor screw as the screwdriver was stripping the screw head. The offset adaptor is still implanted with the screw not screwed tightly.